Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the basic occlusion test and displacement test. No motor error alarms or other error alarms noted. However, the device was unable to prime unit during prime test due to slightly loose drive support disk. The unit was received with cracked case at display window corners, reservoir tube and battery tube threads, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The insulin pump alarmed during the prime process. The drive support cap is protruded. The insulin pump wil be replaced. Nothing further reported.